Event description:
The recipient is reportedly experiencing device migration. Repositioning surgery is scheduled.

Manufacturer narrative:
During surgery, on (B)(6) 2019, the surgeon confirmed correct device location. However, the recipient reportedly experienced electrode migration due to surgery. The surgeon believes the electrodes may have migrated due to a lot of fibrous tissue found during surgery. The electrodes were reinserted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly resumed device use. This is the final report.

Manufacturer narrative:
On (B)(6) 2019, the recipient reportedly underwent repositioning surgery to improve device placement since the previous position was not optimal for wearing the processor.